Event description:
Boston scientific crm received information that this pacemaker's longevity estimate went from 0.5 years remaining to 1.5 years remaining in three months. A review of the system measurements revealed no drastic changes in outputs, impedances, or pacing percentages. No adverse patient effects were reported.

Event description:
Additional information noted another system check found a longevity estimate of less than 0.5 years remaining and a magnet rate of 90 ppm. Technical services (ts) discussed the possiblity of an invalid charge time having occurred, and recommended the magnet rate be used as the estimate of battery life remaining.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.

Event description:
New information became available that this device was explanted.